Event description:
Customer reported that pump declared an alarm, identified as alarm 20, during insulin pumping. There was no adverse impact to customer¿s blood glucose level. Cts assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing resumption of insulin therapy. As a corrective action, cts arranged for pump replacement and confirmed shipping details. Customer agreed to use mdi as a backup insulin delivery method and understood instructions for placing pump in storage mode and returning it.